Event description:
It was reported that the device showed, "cassette not attached" error. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. The service history review had no indication that the complaint was related to a service of the device within the review period. No applicable evidence was found in event history. Conducted performance verification testing and visual inspection. Unable to verify primary complaint with functional testing. No alarm was triggered. Replaced latch lock flex. Visual inspection also found downstream occlusion (dso) seal was broken and had contamination underneath. Replaced dso seal, and dso sensor. Conducted performance verification tests and device passed all tests.